Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to have three broken tube holders and barrel clamp head, cracked on right plunger case and battery door. Occlusion tests were performed on the pump, and the customer's complaint was able to be verified. Teflon flakes and dirty old grease were found on worm coupling facets also motor assembly was found old, dirty and worn out. Normal wear was determined to be the source of the intermittent motor error. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion 3500 infusion pump has motor error. No patient injury resulted.